Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. An unspecified size mustang balloon catheter was selected for use and advanced to post-dilate the target lesion. Upon an unknown number of inflation and at an unknown pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. An unspecified size mustang balloon catheter was selected for use and advanced to post-dilate the target lesion. Upon an unknown number of inflation and at an unknown pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. An unspecified size mustang balloon catheter was selected for use and advanced to post-dilate the target lesion. Upon an unknown number of inflation and at an unknown pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a pinhole leak was identified in the balloon material. The pinhole was located at 2mm proximal to the proximal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).